Event description:
It was reported that the pt experienced sensation. She met with her healthcare professional and a cat scan was performed which showed no issues. The device voltage was decreased from 5.8 to 4.5. Her settings had a rate of 55 hertz with a cycle of on for 0.2 seconds then off for 0.3 seconds. This was changed to 1 second on, 3 seconds off. The pt had just been discharged from the hospital and was "very ill" due to her severe diabetes and kidney issues. All possible device adjustments were done at the (B)(6) 2010 office visit. The pt was reportedly doing as well as could be expected considering her other health issues.

Manufacturer narrative:
(B)(4).